Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, when the surgeon needed to staple, the first device had a disturbing and unusual noise when squeezing the handle before stapling while the second device¿s handle would not want to staple. Replaced by a new device to complete the case. There was no patient injury.